Manufacturer narrative:
The instructions for use includes warning against forcing the brush through the scope, includes directions to reduce angulation if resistance is met and directions to perform brushing with the elevator in an open position. A review of the manufacturing record ((B)(4) lot 1422820, quantity (B)(6) units) finds no anomalies were recorded during manufacture. A review of complaint history finds no other complaint of any type associated with 00711652 lot 1422820. The device was not returned for evaluation. This report will be updated in additional information becomes available.

Event description:
The disposable infinity sampling device is intended to be used to retrieve cytological cell samples in the gastrointestinal tract. On (B)(6) 2015, the nurse manager reported detachment of the distal brush head had occurred during use of the infinity sampling device. Through follow up communications, us endoscopy learned the detachment occurred while a fellow was using the device to sample a stricture in the common hepatic duct. The brush head was retrieved with a rat tooth grasper, and was sent to pathology for examination of the tissue sample. The device was not returned to us endoscopy. There was no harm to the patient as a result of the brush head detachment nor as a result of the brush head retrieval.